Event description:
It was reported that during functional endoscopic sinus surgery, the customer denied seeing any damage to the box or to the sterile packaging of the quadcut blade. The blade was inserted into a m5 hand piece in the usual fashion without difficulty. Upon the firstactivation of the quadcut, there was an abnormal "grinding" sound and the external cannula of the blade was noted to be shaking left and right in concert with the inner cannula/blade. The customer thought that possibly there was a problem with the m5 hand piece, so they plugged in a backup m5 to the ipc and inserted the quadcut blade into it, however the same issue with the entire shaft of the outer cannula oscillating back and forth and slower inner cannula movement continued. A new quadcut blade was then opened and inserted into the m5 hand piece - it functioned as expected. The procedure was delayed up to 10 minutes. The procedure was completed with backup product. There was no patient impact in this event.

Manufacturer narrative:
H3: the device and an open pouch were returned in the original packaging carton. There was no damage noted to the packaging carton, and the pouch was open from 3 of 4 sides when returned. Upon return, traces of contamination were observed on the outer tube. The inner assembly spun by hand with binding sound observed. The device was loaded into a handpiece and ran in forward mode up to 5,000rpm. During the functional test, the entire blade was wobbling and there was a grinding sound observed. For further analysis, the inner assembly was pulled out of the outer assembly, and it was observed that the inner shaft was bent near the distal end of the inner hub. There were also deep striations observed near the bent area of the shaft. The device failed functional testing due to defective conditions upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.